Event description:
As reported by the user facility: event number 4: customer reports that they needed to gravity infuse a medication. They needed to remove the asv and were unable to remove it. Four (4) incidents. No patient injuries.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Four used sets, without packaging, were received for evaluation. All four sets contained an anti-siphon valve (asv) attached to the spin-lock adapter at the end of each set. An attempt was made to remove the asv valves from each set. The asv valve was able to be removed manually from one set; two other sets required the use of pliers in order to remove the asv valve; and the remaining set, the asv valve was unable to be removed. Luer taper testing in accordance with iso 594 standards was conducted on all valves and spin-lock connections (with the exception of the set in which the asv could not be removed) with acceptable results. Without the lot number, a thorough evaluation could not be performed. No adverse quality trends of this nature were identified during the complaint review process for the product catalog number identified in the reported event. The investigation into this reported event is ongoing. Following the receipt of additional information and/or completion of the investigation a follow-up report will be filed.